Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use it was found that there are inconsistencies with the additive in a bd vacutainer® serum blood collection tubes. This occurred on 50 separate occasions. The following information was provided by the initial reporter: it was reported that the coating spray pattern seems to be inconsistent, with some exhibiting heavy drip marks down the side, others having a close grouping of coating residue favoring one side, and other inconsistencies that lead me to question the integrity of the coating spray.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was found that there are inconsistencies with the additive in a bd vacutainer® serum blood collection tubes. This occurred on 50 separate occasions. The following information was provided by the initial reporter: it was reported that the coating spray pattern seems to be inconsistent, with some exhibiting heavy drip marks down the side, others having a close grouping of coating residue favoring one side, and other inconsistencies that lead me to question the integrity of the coating spray.